Manufacturer narrative:
Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis. Visual inspection showed the battery door was cracked, there was no visible contamination and the top and bottom cases were in excellent condition. Review of the event history log (ehl) showed occurrences of "battery communication timeout" and "pump motor drive off post." A battery check was performed on the pump and found all readings to be normal. The reported issues were not duplicated during the investigation and the problem source was not determined. No visible damage was found on the interconnect board or the battery. The interconnect board and battery were replaced as a preventive measure. The battery door was also replaced.

Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump's battery was not charging, and it had three motor errors. No adverse effects were reported.